Manufacturer narrative:
H11: additional information was received through follow up, and the file was reassessed for reportability. Further, failure to prime was determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. G3, h6 (device). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a biopsy procedure using the maxcore. Prior the procedure, the device was armed four times without being primed for the biopsy. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a biopsy procedure using the maxcore. Prior the procedure, the device was armed four times without being primed for the biopsy. The procedure was completed using another device. There was no patient contact.